Event description:
It was reported that the patient underwent percutaneous lumbar fusion with instrumentation at l4-s1. A guidewire broke during surgery (refer to manufacturer report #1030489-2009-01245). The tap was examined after the guidewire broke. The tap was found to have a splayed tip. X-ray confirmed there were no fragments left in the patient. A new tap was used with a new guidewire. The surgeon was able to complete the case without further incident. Surgery time was extended about ten minutes. No additional patient complications were reported.

Manufacturer narrative:
(B) (4): x-rays were not provided. The tap was returned for evaluation. Visual and optical examination of the instrument confirmed the tip was cracked and splayed in two locations, approximately 180 degrees apart from each other. The cracks are both approximately 7mm in length. The splay, or trumpeting effect, was indicative of an outward directional force being applied and suggests off-axis use of the tapping instrument with respect to the guidewire. A review of the device history records did not identify any applicable nonconformance to specification.